Event description:
The pt received her scs system on (B)(6) 2011, including two leads (with the same lot number). It was reported the pt's stimulation had changed, and was ineffective. An x-ray revealed both leads had migrated. It was reported the physician had plans for surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.